Event description:
It was reported implant was removed due to infection on exam at tooth site #19. Tenderness and inflammation at the region. Patient will return to have implant replaced.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A4: Patient Weight unknown / not provided.G4: Premarket Identification K101880.A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.